Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pt has expired. The date of pts' death and implant duration are unk; therefore, the aware date is being used as the occurrence date. It is unk if the death was device related. It was additionally reported that a second device, model #3000, was implanted. Refer to MFR #6000002-2008-08209. No further details were provided. Info learned from implant pt registry.